Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (349 at its highest) and a correction bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. As the customer was not currently experiencing a high bg (102 mg/dl), tandem technical support advised the customer to discuss the events with a healthcare provider.